Manufacturer narrative:
This complaint is being reported as serious injury due to the surgical intervention to treat the patient's on-going infection. It is unknown if the strattice device was explanted. Multiple attempts are being made to gather additional patient and procedure specific information including the relevant lot number(s) and device disposition. To date, the lot number associated with this event remains unknown; therefore an internal investigation into the device history records could not be performed. No devices were returned for evaluation. Based on the limited information, a relationship to the strattice and this event could not be determined. If additional information is received, a follow up report will be submitted. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported by a patient through voluntary mw5083363 that they underwent a revision surgery with strattice on (B)(6) 2015 to correct a previously implanted mesh from 2000. About 1 week post-op, the patient reported they developed an infection at the port site and incision line. The patient was re-admitted to the hospital where the infections were "cut out". The patient reported to still have drainage and was subsequently readmitted to the hospital where another surgery was performed to completely remove the infection. The patient now has 2 flaps, scars and a skin rash with drainage. Patient has since been treated with medications and lotions and continues to have problems with leakage and pain.